Event description:
The customer reported a motor error alarm during the rewind process. The insulin pump was not exposed to high magnetic fields. Troubleshooting was not possible due to the repeated alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.